Event description:
It was reported the pt received an out of regulation (oor) screen while syncing the pt programmer with the stimulator for approximately one week. The manufacturer representative followed up with the pt and checked the settings. The settings were 2.5 volts, 390 usec, 75 hz and impedances were 700-900 ohms using one group and one program with a guarded cathode. The representative stated the pt did not get an oor when the antenna was removed. Two days later, it was reported the oor screen appeared whether the pt used the antenna or not, and when the stimulator was fully charged or half full. The next day, it was reported the pt experienced intermittent shocking sensations while lying on his back. The oor condition was intermittent. The stimulator was programmed at 2.2 volts, 80 hz and 480 usec (group a) and 2.4 volts, 80 hz and 480 usec (group b). Impedances were between 700-900 ohms.